Manufacturer narrative:
A site visit was performed to inspect the system, but the problem could not be reproduced, and the system passed testing and there was no trouble found. The robotics coordinator (roco) stated there have been no further system issues and the monopolar curved scissors (mcs) was used after the reported event date with no complaint. A system log review confirmed the occurrence of a 23075 error for which the human readable is, "a surgeon's hand may not have been touching the right master tool manipulator (mtm) while in following mode at surgeon side console (ssc) 1." This error would be consistent with the scenario described in the event summary. If a significant force is applied downward on the insertion axis (in this case a cable installation onto the mcs), the force can exceed the universal surgical manipulator (usm)'s ability to maintain its position. This would result in the instrument advancing, the mtm moving in the direction of the force (with or without the surgeon's hand on the mtm), and the system triggering the 23075 error.

Event description:
It was reported that during a da vinci assisted hysterectomy with salpingo-oophorectomy, universal surgical manipulator (usm) 3 moved without surgeon input at the console. The customer stated the surgeon always had positive control of the master tool manipulators (mtm), yet the monopolar curved scissors (mcs) moved unexpectedly and caused a cut on the peritoneum. However, it was also reported the assistant was connecting an energy cord to the mcs while it was installed on the usm, however, the assistant stated that the usm moved without user action.